Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old (at the time of initial report) male pediatric patient of unspecified origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (rdna origin) injections (humalog) from cartridge via a reusable humapen (luxura hd), with dosage changeable (possibly sliding scale), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. They had two application humapens and they were using the application pens for 9 years (since 2012). On an unknown date, while on insulin lispro therapy, one of the application pens was fell down and cracked, other application pen had trouble with pressing. The application trial was performed while arranging the application pen to 6iu. His mother could not press but the insulin was received. The piston was moving all down when pressing but it needs to repeat pressing and this caused pain for him (possibly at injection site) (batch number: 1109g01 and pc number: (B)(4)). On an unknown date, he had flu infection and elevation of blood sugar (units, value and reference range were not provided). On (B)(6) 2021, he was hospitalized in intensive care due to flu infection and elevation of blood sugar and stayed in normal service care for two days. Since he was discharged from intensive care, his doctor advised that the application humapen must change to ensure the receiving dosage of insulin. On (B)(6) 2021, he was discharged. Information regarding any corrective treatment, further hospitalization details, outcome of the events and insulin lispro therapy status was not provided. No follow up would be requested as consent for both reporter and his doctors for follow up procedures was not provided. Parents were the operator of humapens luxura hd and his or her training status was not provided. The general humapen luxura hd model duration of use and suspect humapens luxura hd duration of use was nine years (since 2012). Action taken with the suspect humapens luxura hd was unknown and its return status was not provided. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro drug and humapen luxura hd. Update 05-apr-2021: information was received from the responsible complaint personnel (rcp) on (B)(6) 2021. Added track-wise number and no new medically significant information was received. Updated narrative accordingly and no changes were made to the case. Edit 20apr2021: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated (B)(6) 2021 in the b.5. Field. No further follow up is planned. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd device was difficult to press when attempting to inject insulin. The patient experienced increased blood glucose. Investigation of the returned device (batch 1109g01, manufactured september 2011) found the injection screw would not back drive due to foreign material on the injection screw threads and injection screw. Malfunction confirmed. The investigation also found the front housing to be broken, and damage was observed near the front housing area. The front housing breakage likely occurred when it encountered a harder surface as evidenced by the damage near the threads. However, the cartridge holder attached to the device securely and the observed damage to the threads would not have prevented the device from functioning as designed. There are several inspection points throughout the manufacturing process which would have rejected the components if observed to have been contaminated by foreign material. Therefore, the observed foreign material is not process-related and was introduced while in the field and not during the manufacturing of the device. The core instructions for use provides adequate care and storage directions. The patient reportedly used the device for nine years. The core instructions for use state the humapen luxura hd is designed to be used for up to three years after first use. There is evidence of improper use. The damage to the device due to foreign material contamination occurred while in the field (not related to the manufacturing process). This misuse is likely relevant to the complaint and may be relevant to the event of increased blood glucose. In addition, the patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint or the event of increased blood glucose.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 10-year-old (at the time of initial report) male pediatric patient of unspecified origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (rdna origin) injections (humalog) from cartridge via a reusable humapen (luxura hd), with dosage changeable (possibly sliding scale), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. They had two application humapens and they were using the application pens for 9 years (since 2012). On an unknown date, while on insulin lispro therapy, one of the application pens was fell down and cracked, other application pen had trouble with pressing. The application trial was performed while arranging the application pen to 6iu. His mother could not press but the insulin was received. The piston was moving all down when pressing but it needs to repeat pressing and this caused pain for him (possibly at injection site) (batch number: 1109g01 and pc number: (B)(4)). On an unknown date, he had flu infection and elevation of blood sugar (units, value and reference range were not provided). On (B)(6) 2021, he was hospitalized in intensive care due to flu infection and elevation of blood sugar and stayed in normal service care for two days. Since he was discharged from intensive care, his doctor advised that the application humapen must change to ensure the receiving dosage of insulin. On (B)(6) 2021, he was discharged. Information regarding any corrective treatment, further hospitalization details, outcome of the events and insulin lispro therapy status was not provided. No follow up would be requested as consent for both reporter and his doctors for follow up procedures was not provided. Parents were the operator of humapens luxura hd and his or her training status was not provided. The general humapen luxura hd model duration of use and suspect humapens luxura hd duration of use was nine years (since 2012). The humapen luxura hd was returned to the manufacturer on (B)(6) 2021. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro drug and humapen luxura hd. Update (B)(6) 2021: information was received from the responsible complaint personnel (rcp) on (B)(6) 2021. Added track-wise number and no new medically significant information was received. Updated narrative accordingly and no changes were made to the case. Edit (B)(6) 2021: updated medwatch fields for expedited device reporting. No new information added. Update 26may2021: additional information received on 20may2021 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to yes, not cirm, and device return status to returned to manufacturer. Added the date of manufacture and date returned to manufacturer for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.